Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis findings revealed no anomalies. There was blood/body fluid in the distal conductor (not obstructed).